Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, during analysis of logfiles technical support didn't find any technical errors on the error log & cannot reproduce the error. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000 screen was completely darkened and turned off without any sound alarm. The customer were not sure if it still ventilating the patient or not so they immediately changed the ventilator. No harm is associated with this incident.

Manufacturer narrative:
Result of investigation: no failure detected. Neither any signs for a black screen nor an automatic shut-down is visible in the logs. Complete calibration and verification performed and then 24 hour ventilation test performed and no issues noticed.